Manufacturer narrative:
The device currently remains implanted. Should the device be explanted and returned, this report will be updated upon completion of investigation.

Event description:
It was reported during on going use, the device was showing premature battery depletion. Currently the device remains implanted. No adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on going use, that the device was exhibiting premature battery depletion. The battery longevity had dropped from 11 years remaining, down to 4 years remaining in approximately 3 years time. Disk analysis was reviewed by our technical services team, and it was confirmed that the pg is functioning as expected. The devices outputs were programmed high, and sam had been installed, which is a software upgrade for the minute ventilation feature. This caused an increase in power consumption. The power consumption dropped back to the expected range during a follow-up visit when programming was done. Technical services recommended to check the programmed settings, and to consider disabling the sam software. There were no reported adverse effects to the patient. Additional information received from the field indicated that the patient was recently seen in clinic, and that the device's longevity showed 5 years remaining. The patient will be reviewed again within the next several months.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely. The estimated remaining longevity was noted to have initially decreased by several years over the course of approximately three years. A copy of device memory was preserved and submitted to technical services (ts) for analysis. Engineering analysis of device data confirmed normal power consumption. However, due to high programmed outputs and a software update related to the signal artifact monitor (sam), the device was consuming more power than had been anticipated. Ts recommended confirming programmed settings and considering disabling sam. Later in the year, the patient was seen in clinic. The health care provider noted that the estimated remaining longevity had increased since the previous follow up and that the device, which remains in service, would be checked again in six months. No adverse patient effects were reported.

Manufacturer narrative:
Engineering analysis of device data confirmed normal power consumption. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.